Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Manufacturing date: november 24, 2010. Part 04.503.718, lot 6538599 (nonsterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned plate was received in two pieces (a 4-hole plate section and a 3-hole plate section). The remainder of the plate (13-hole section) was not returned for evaluation. Thickness measurements were taken on both returned plate sections adjacent to the break/shear; the plate is within tolerance. Whether this complaint can be replicated is not applicable as the plate is already broken. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by excessive strain by patient prior to bone healing. It is not likely that the design of the instrument contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. The tabulated product drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials and weight are unknown. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 1.5mm adaption plate was used to plate a subcondylar neck fracture on (B)(6) 2015. The plate was put on the posterior border of the condylar neck in the mandible. At the six week post-operative follow up, it was noted the plate was intact and the fracture was reduced. At the twelve month follow up the patient reported pain on first bite. An x-ray revealed a non-union and a broken plate. On (B)(6) 2016, the patient underwent a revision procedure to remove the broken plate. This is report 1 of 1 for (B)(4).